Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced sound quality issues. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. The reported complaint of the sound quality could not be verified during this analysis. The device passed the tests performed. This older device configuration is no longer manufactured. This is the final report.